Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the tip of the drill broke during the procedure and remained in the guide. Please note, per (B)(4), this reusable drill is only compatible with the iconix straight guides.

Event description:
It was reported that the tip of the drill broke during the procedure and remained in the guide. Please note, per IFU p19311, this reusable drill is only compatible with the iconix straight guides.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip snapped off. Probable root cause: design. Drill incompatible with guide. Drill material not flexible enough to accommodate curved guides. Bushing difficult to insert through guide. Process: drill guide allows for drill to become stuck during insertion/removal. Drill and/or guide not manufactured to specifications. Application: use of wrong drill with guide. Drill not inserted straight down into guide. Excessive force during drilling deforms drill guide, allowing drill to stick during removal. The reported failure mode will be monitored for future reoccurrence.